Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Recordings show noise on rv lead. Lead trends appear stable. Short interval counter increased. Advised further lead evaluation. Lead currently remains implanted. Should additional information be received this file will be updated.